Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included with the original medwatch report. The new information has been provided with this report. The insulin pump passed the delivery accuracy volume test.

Event description:
It was reported, the customer was deceased. The customer's wife reported, her husband had passed away on (B)(6) 2014. The wife also stated, her husband had been sick for 10 years prior to his death. It was also reported, the customer's cause of death was due to cardio pulmonary arrest, renal kidney failure, and congestive heart failure. The wife also stated, her husband passed away at home. Prior to his death, the customer was also hospitalized in (B)(6) 2014 and was in a rehabilitation center before being sent home. The customer's wife also revealed her husband had five strokes prior to his death. Customer's blood glucose at the time of his death was unknown. The customer also had a urinary tract infection. No additional information provided.